Event description:
It was reported that customer experienced cgm error and needed assistance restarting sensor session. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform complete pump reset, confirmed that error did not reappear after reset, and successfully started new sensor session; no additional actions were required.